Event description:
It was reported that the customer received excessive no delivery alarms on the insulin pump. The customer's blood glucose was 322 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The insulin pump passed prime, excessive no delivery and displacement tests. The insulin pump was received with cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, scratched keypad overlay and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.